Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was at 50%, but the pump shut off within 50 minutes. There was no impact to the customers blood glucose level.